Manufacturer narrative:
(B)(4). The customer reported that the unit was not charging the battery which could indicate a failure to power up via ac power. The customer reported that the power supply was replaced to resolve the issue.

Event description:
The customer reported that the unit was not charging the battery which could indicate a failure to power up via ac power.